Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was implanting a 12.6mm vicm5_12.6 implantable collamer lens, -13.5 diopter into the patient's left eye (os), it tore/broke. This occurred on (B)(6) 2018. There was patient contact with this lens however the lens was not fully implanted.

Manufacturer narrative:
A back up lens was implanted at a later time and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned in liquid, in a lens vial. Visual observation found the lens with no visible damage. Corrected data: the reporter indicated that the surgeon attempted to implant a 12.6mm vicm5_12.6 implantable collamer lens; -13.5 diopter into the patient's left eye (os) when it tore/broke before implantation into the eye on (B)(6) 2018. There was patient contact but the lens was not implanted. Claim# (B)(4).